Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported difficult to insert was unable to be confirmed due to the damage noted. The stretched tip coils were confirmed. Based on observations from the returned analysis, the reported difficulty and damage appears to be related to operational context. It is likely that during preparation of the device, and during removal from the loading tray, the tip of the barewire became compromised due to inadvertent mishandling causing the stretched tip coils. The noted separation/cut of the barewire was not reported and likely occurred during manipulation of the device during packaging for return. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), the tip of the barewire coils were noted to be stretched and the filter could not be loaded into the delivery catheter (dc) pod. The device was not used and there was no patient involvement. A new emboshield nav6 eps was used to complete the procedure. There was no clinically significant delay in the procedure. Returned device analysis identified that the barewire was bent and cut proximal to the step. The account was not aware of the damage. No additional information was provided.